Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that one grip close cable was broken at the distal idlers. The idler pulley spun freely and did not exhibit damage. The cable segment stuck out at the wrist. The other cables at the wrist were undamaged. No other damage was found.

Event description:
It was reported that the pk dissecting forceps instrument did not move correctly and the cable was noted to be broken in the wrist of the instrument during a da vinci surgical procedure. No fragments fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.